Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, after intraocular lens implantation surgery, the patient developed a secondary cataract within a month after surgery. Hence she was treated with yag laser treatment. The patient also experienced drusen and macular edema. She also had two retinal consultations and two intraocular injections. Additionally, the patient also experienced blurry vision and tears in her eye. Additional information was received stating that, patient experienced hazy vision in left eye. The patient was found to have bilateral anterior uveitis with bilateral severe capsulophimosis which are not related to the intraocular lens. The patient also had a history of ongoing small cell carcinoma of lung. In the surgeon's opinion, the prognosis was good. It is uncertain that if there was any patient harm. The patient stated that, she continues to see and feel a tear in her eye.